Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.

Event description:
Procedure: low anterior resection. According to the reporter: the needle was punctured, and there was resistance. The neck part of the sleeve was broken. Another device was used. No additional bleeding, nothing fell into the pt's cavity and no tissue damaged occurred. Operative time was not extended more than 30 minutes. No pt info available.